Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular lead exhibited a decrease in the r-wave amplitude. No intervention was performed. The patient was in stable condition and will continue to be monitored.